Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign report source : (B)(6). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the mesher comb was damaged. The issue occurred during decontamination or sterile processing. Subsequently this did not caused patient harm and there was no delay. No adverse events were reported as a result of this malfunction.